Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device reached the recommended replacement time and will be replaced on (B)(6)2019. Additionally, warnings were observed on device reinitialization, abnormal right ventricular coil continuity (above 3000 ohms). The implant battery level decreased quickly since the last follow up. A ventricular lead issue is suspected. Preliminary analysis confirmed the reported event. Following the recommendations sent on (B)(6)2019, the subject device was explanted and should be returned for analysis.

Manufacturer narrative:
Preliminary analysis on returned device revealed that a premature battery depletion occurred. Its root cause could not be identified.

Event description:
Reportedly, the subject device reached the recommended replacement time and will be replaced on 17 oct 2019. Additionally, warnings were observed on device reinitialization, abnormal right ventricular coil continuity (above 3000 ohms). The implant battery level decreased quickly since the last follow up. A ventricular lead issue is suspected. Preliminary analysis confirmed the reported event. Following the recommendations sent on 16 oct 2019, the subject device was explanted and should be returned for analysis.

Event description:
Reportedly, the subject device reached the recommended replacement time and will be replaced on (B)(6) 2019. Additionally, warnings were observed on and device reinitialization, abnormal right ventricular coil continuity (above 3000 ohms). The implant battery level decreased quickly since the last follow up. A ventricular lead issue is suspected. Preliminary analysis confirmed the reported event. Following the recommendations sent on (B)(6) 2019, the subject device was explanted and should be returned for analysis.